Event description:
It was reported that the lead was reprogrammed due to high impedance values and a possible fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sdr303b ipg implanted: 2003-(B)(6). (B)(4).